Event description:
The user facility reported that during a diagnostic colonoscopy, lines appeared on the video screen, which obstructed the entire video image. The users were unable to recover the video image and utilized a different, but similar device to complete the procedure. The users also reported that after 90 seconds, the light guide connector seemed to be warmer than usual. There was no patient injury and no further info was reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of lines on the video image nor any unusual temperature changes. The device passed the leak test and there was no evidence of fluid invasion inside the electrical connector, endoscope, connector, or control body unit. The charge coupled device (ccd) resistance values were also found to be within specs. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.